Manufacturer narrative:
Concomitant medical products. Concomitant therapies: botox. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the nasolabial folds with 1 syringe of juvderm vollure" xc, in the lips, one syringe of juvderm ultra xc and with juvderm volumaxc. The patient was concomitantly injected with botox. During injection, the patient experienced trauma and bruising and a slight blanching was noticed that dissipated right away. A capillary test was administered that showed good re-coloration of the area, but worsening of the blanching and bruising in the upper left lip was observed over the following hours and days. The patient was treated with 4 vials of hylenex, then with another 3 vials, and 4 additional vials were provided the following day. Further treatment was planned. The event has resolved. The patient now experienced a non-serious event of firm nodule under the left eye. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00211 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2021-00219 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvderm ultra xc.